Event description:
Device was used during an exterior hernia procedure. It was reported by the affiliate that the balloons were torn on two devices. There was no consequence to the pt.

Manufacturer narrative:
Received with three holes in the balloon. Two holes were approximately 300-320 degrees from the stopcock. Other hole was 10 degrees from stopcock.